Event description:
Caller tested 6.0 inr on the coaguchek xs system and reported having a headache with this result. Four hours later a comparison lab returned as 3.95 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).